Manufacturer narrative:
The device evaluation found foreign material clogging the nozzle and coming out of the air and water channels. Based on the results of the investigation, it is likely that the following led to the malfunction: we confirmed a foreign material at the branch of the air/water channel. As a result of confirmation of component analysis, the silicone and polyurethane are not an endoscope-derived component, but a component in agents such as antifoams/disinfectants, etc. It is considered that the foreign material was generated when a mixture of these agents became lodged inside the nozzle. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): we confirmed that the operation manual describes how to inspect for the suggested events in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the videoscope had foreign material from the air and water channels. There were no reports of patient harm.